Event description:
It was reported that increase in pacing lead impedance and hv lead impedance were observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.